Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted via the left internal jugular vein on (B)(6) 2017 and catheter damage was found in the thick part near the connector on (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sample returned is one 4.2 fr broviac catheter. A c-shaped fracture is visible 38 mm distal of the luer. The interior surfaces of the fracture are granular. Upon removal of the outer layer, a small fracture the interior lumen was visible at the distal end of the luer where the distal tip of the luer is within the lumen. As the location of the inner luer leak is consistent with clamping damage due to clamp deployment outside of the indicated area, the complaint is confirmed, use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted via the left internal jugular vein on (B)(6) 2017 and catheter damage was found in the thick part near the connector on (B)(6) 2018.